Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009854, in question was manufactured at the reynosa ID site. The reference samples for the lot 6009854 have already been previously tested in the complaint (B)(4) on 15-jul- 2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Threshold analysis: a query was run on 09-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009854". If the count of complaints equals or exceeds 3, further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6009854 was manufactured according to the work instruction (wi) version 81 manufactured in the machine 12, on 22/oct/2024, with a total of (B)(4) units. Assembly: the lot 4k03306 was assembled according to wi version 27 on-line inspection for assembly of quick set on 21/oct/2024, with a total of (B)(4) units. The lot 4k03307 was assembled according to wi version 27 on-line inspection for assembly of quick set on 22/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to diabetic coma and hypoglycemia event on (B)(6) 2025. Blood glucose level was low at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.